Manufacturer narrative:
According to the complainant, the suspect device is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. Device not returned.

Event description:
It was reported to boston scientific corporation in 2005, that a ultraflex diamond biliary stent was used during a procedure performed in 2005, (patient age, gender and weight are unknown). According to the complainant, the outer sheath of the delivery system moved while in the endoscope partially releasing the stent. The procedure was completed successfully with another device (manufacturer unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".